Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): device - inconclusive analysis - incomplete. Lab analysis of this device was unable to confirm the returned condition. The investigator commented that the anomaly disappeared during analysis.

Event description:
It was reported that during a follow up visit, the device had no telemetry and no outputs on both channels. It was noted that there were no electrocardiogram depolarizations when checked with a magnet. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that during a follow up visit, the device had no telemetry and no outputs on both channels. It was noted that there were no electrocardiogram depolarizations when checked with a magnet. The device was explanted and replaced. No patient complications were reported as a result of this event.